Manufacturer narrative:
(B)(6). Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. A review of the device history records and complaint files has identified one additional complaint for this lot number on file. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that there was a broken suture. There were no reported patient injuries. No other complications were noted.